Event description:
Customer reportedly obtained results of lo and 160mg/dl on the advantage system within 10 minutes. Customer ate breakfast and took her normal 22 units of lantus after these results. No adverse event reported. Requested return of suspect system and replacement was sent.